Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient also experienced abdominal pain and cloudy effluent. It was likely that abdominal pain and cloudy effluent were manifestations of the peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day, the patient began treatment with vancomycin (varying dose based on vancomycin trough) ip and levaquin therapy (250 milligrams, orally, daily for two weeks) for peritonitis. Treatment with vancomycin and levaquin was ongoing. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).